Event description:
The following was reported to gore: abstract reviewed: early outcomes of off-the-shelf thoracoabdominal multibranch endoprosthesis during premarket vs postmarket approval period. Han s, han k, pyun a, mcelroy I, et al. Summary: the aim of the study is to evaluate early outcomes of patients who received tambe during premarket and postmarket approval periods, including off-label applications. The study included 35 patients [13 in premarket and 22 in postmarket groups] who received tambe from april 2020 to september 2024. Compassionate, off-label tambe was performed in 2 patients (previous failed endograft, chronic aortic dissection) during the premarket period, while 15 patients were repaired using tambe in off-label fashion during the postmarket period. Off-label uses during postmarket period include chronic dissection (2), previous failed endograft (4), combined with thoracic branch endoprosthesis or iliac branch endoprosthesis (5), contained rupture (1), and total transfemoral implantation (5). Technical success was 100% for premarket and 95.5% for postmarket groups. The 30-day mortality was 0% for both groups, major adverse events were seen in 7.7% of premarket and 4.6% of postmarket patients. At median follow-up of 966 days for premarket and 59 days for postmarket, 15.4% of premarket and 9.1% of postmarket patients experienced target vessel instability, with 38.5% and 13.6% re-interventions for premarket and postmarket groups, respectively.

Manufacturer narrative:
C20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. D15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6 and added full literature article.